Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unknown date the patient was treated with intraperitoneal unknown antibiotics. The cause of the peritonitis was unknown. Dianeal therapies were ongoing. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.